Event description:
The customer reported that a piece of a bronchoscope was lodged in the pt's lung during a procedure and the scope had been sterilized in the sterrad nx. The piece of bronchoscope that was lodged in the pt's lung was removed with the aid of another scope. The customer reported that the pt is doing fine without complications.